Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The cause of the reported issue was due to the infusion set. Tandem does not manufacture infusion sets. Device not returned.

Event description:
It was reported the customer's infusion set site had been pulled out of his body. The customer's blood glucose level (bg) was impacted. In an effort to resolve the bg issue the customer ended the call. Although requested, additional information was not provided.